Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.¿ evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received without a single use loading unit (sulu). Functionally, since a sulu was not received a pmv representative sulu was used for functional testing. The instrument and the representative sulu were applied to appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. Acceptable staple formation was observed on test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture.analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states " misfiring of ta stapler during application in surgical procedure + staples did not take its t shape" additional information: please confirm that product will be returned for investigation. Yes I confirm. Was any reinforcement material used in conjunction with the stapling device? No. What is the UDI# for the device? Ta stapler 45mm-48mm code ta4548s what surgical procedure was being performed? Low anterior resection what was the date of the procedure? (B)(6) 2016. What is the patient age, weight, gender? (B)(6). How is the patient currently? Good. Describe in greater detail how the devicemisfired. Misfiring of ta stapler occurred during application in surgical operation leading to that staples did not take its perfect â¿¿ b_ shape. Describe the staple formation. The titanium staples did not take its perfect-b shape after firing. Describe the staple line. Were staples missing? There was not any staple line due to misfiring. What was done to address the product problem? The surgeon completed the surgery in manual suturing. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? No. Was there blood loss of 500cc or more due to the product problem? No. Did any additional blood loss resulting from this product problem require a blood transfusion? No. Was surgical time extended by more than 30 minutes due to the product problem? Yes. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No. Did anything fall into the patientâ¿¿s cavity? Yes , there were some staples without its b shape.